Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons were hard to press and unresponsive, changing batteries very frequently, battery cap worn down, deep crack and scratched at screen. Customer's blood glucose value was unknown. Customer declined to troubleshooting. The device will not be returned for analysis.